Event description:
It is reported that the patient's insulin pump displayed a button error. The patient's blood glucose level is 180mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.